Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a fluctuating blood glucose (bg) levels that was displayed as ¿low¿; however, a specific value was not provided to a level that was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low and high bg. Customer consumed carbohydrates and gave a correction bolus to address bg levels. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the low and high bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.